Event description:
During treatment, the pt disconnected to use the rest room and did not clamp her line. Fluid leaked from the unclamped line. Pt did not require medical intervention as a result of this event. Her effluent has remained clear. The sample was discarded.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.